Event description:
A sales rep reported that the surgeon was using her instruments in an acl procedure, which included a five year old cup currette and a year old 10 mm fully fluted reamer. During the procedure the surgeon was using the cup currette to keep the drill pin from turning going into the condyle, so that they could put the 10 mm fully fluted reamer all the way through. The surgeon then hit the currette into the reamer, which created metal shavings in the patient. The surgeon removed all of the metal shavings from the patient and completed the procedure with no harm or consequence to the patient.

Manufacturer narrative:
Nothing is being returned for evaluation, the device has been discarded. All metal shavings from the complaint device were reported to have been removed from the patient with no harm or consequence to the patient. The complaint event as reported indicates the complaint device was put in front of a 10mm reamer which when contact was made resulted in the metal shavings coming off the complaint device into the patient. Therefore, root cause was determined to be a result of surgical technique, which allowed the complaint device to come in contact with the 10mm reamer. No corrective action is required and no further action is warranted. However, depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.